Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material clogged in the instrument channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was 04/17/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed that foreign material remained in the biopsy channel, but was unable to determine what foreign material was. There was no physical damage to the location of the foreign material. The cause of the material remaining in the device could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in evis lucera gif type 260 series operation manual, chapter 3 preparation and inspection; instructions for use sates the preventive measure in evis lucera gif type 260 series reprocessing manual, chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.